Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. According to the information received, ¿it was reported that on mar. 15, 2024, the patient underwent the surgery via bha for medial femoral neck fracture with the cement in question. During surgery, the cord was connected, and negative pressure was applied, but the monomer did not draw from the funnel, so the lid was opened, and the monomer was put into a syringe. However, since it was determined that negative pressure was not applied, the cement in question was not used, and another new product was opened and used. The surgery was completed successfully without any surgical delay. No further information is available." There is one non-conformance associated with this batch. On review of the applicable nc it has been identified that the nc would not have contributed to the complaint event. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : a manufacturing record evaluation was performed for the finished device (product 3172080/ lot 4118825), and no non-conformances / manufacturing irregularities related to the malfunction were identified.

Event description:
It was reported that the patient underwent the surgery via bha for medial femoral neck fracture with the cement in question. During surgery, the cord was connected, and negative pressure was applied, but the monomer did not draw from the funnel, so the lid was opened, and the monomer was put into a syringe. However, since it was determined that negative pressure was not applied, the cement in question was not used, and another new product was opened and used. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.